Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, -6.50 diopter, implantable collamer lens tore/broke during loading into the injector. There was no patient contact. A replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).